Event description:
Pt reported receiving elevatd blood glucose results (-300 mg/dl) while using the suspect device. Pt phone his phisician and was advised to take 2 extra doses of an oral diabetic medication. The following day, pt reportedly experienced hypoglymemic symptoms (sweating and shaky). Pt stated that he sought treatment in the hosp and was given something to elevate blood glucose; however he was unable to recall specific details of treatment. Pt noted that, while hospitalized, he measured his blood glucose using the suspect device and obtained a result that was - 200 mg/dl higher than his physician's blood glucose monitor. Pt's current condition: "ok". At the time of the report, pt no longer had the test strips in use at the time of the event. Also, the pt could not confirm that the device in use was, in fact, from this manufacturer. No product was returned for evaluation.